Event description:
It was reported a spectrum pump alarmed door not fully latched during therapy. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was confirmed and reproduced while attempting to load a set. Evaluation found the door able to latch closed with a loaded set, however the force required to secure the door was above expected levels due to a backed out mechanism screw which mounts the pumping mechanism to the front case. This is the cause of the reported condition. The mechanism screws were replaced.